Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was rapidly depleting. Reportedly, the battery would go from 100% to 20% within an hour. The customer declined further troubleshooting for this issue. Customer's blood glucose level ranged from 80-120 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.